Manufacturer narrative:
Concomitant medical product: unknown eea (lot#: unknown) severin gloor. " surgical outcomes, long-term recurrence rate, and resource,utilization in a prospective cohort of 165 patients treated by, transanal total mesorectal excision for distal rectal cancer." Cancers 2023, 15, 1190. Https://doi.org/10.3390/cancers15041190. Pages 1-14. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a prospective study aimed to assess the outcomes and resource utilization in patients with distal rectum cancer who underwent a one-team or two-team transanal total mesorectal excision between january 2014 and july 2021. There were 165 patients in the study divided into a one-team group of 55 patients and a two-team group of 110 patients. In all patients, a side-to-end colorectal anastomosis was performed using a 33mm 4.8mm circular stapler. The anastomosis was visually inspected for integrity and adequate perfusion, and anastomotic leak testing was performed with air and saline. A loop ileostomy was performed routinely in all but one patient. Two patients died of septic complications related to an anastomotic leak within 30 days of surgery. One patient died out of hospital of a myocardial infarction which was not related to the device.